Manufacturer narrative:
Investigation summary: bd received 18 20 gauge insyte autoguard blood control units from lot 8122560 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage. The needles were reset to the out position and retraction was successfully observed with no delays. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were observed with the returned units a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the needle retraction was not immediate with a bd insyte¿ autoguard¿ shielded IV catheter. This occurred on 12 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: needle can¿t withdraw into the capacity immediately when push button.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle retraction was not immediate with a bd insyte¿ autoguard¿ shielded IV catheter. This occurred on 12 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: needle can¿t withdraw into the capacity immediately when push button